Manufacturer narrative:
(B)(4). The display board was returned to the manufacturer for physical examination. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
The biomedical technician (bmt) at the in-center hemodialysis (hd) user facility reported that the granuflo mixer drain valve spun without stopping in dissolution and dumped fluid to the drain. The biomed also noted that a burning smell emanated from the unit, but confirmed that no flames or sparks were present and no smoke was observed. Upon further examination, the biomed found that the display board was burnt and blackened. The observed damage was attributed to fluid or moisture coming into contact with the board and shorting the connectors. No additional damage to the board or its components was visible. The biomed replaced the display board, the software chip, and the drain valve to resolve the issue. Additionally, as a preventative measure, silicone was applied to the gasket at the board access area to limit the possibility of future water/moisture related damage. The unit has been returned to service at the user facility without a recurrence of the event as reported. The display board was available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
No on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). Follow-up information provided by the biomedical technician revealed that the display board was burnt and blackened. The observed damage was attributed to fluid or moisture coming into contact with the board and shorting the connectors. No additional damage to the board or its components was visible. The biomed replaced the display board, the software chip, and the drain valve to resolve the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. The display board was received by the manufacturer for failure analysis. A visual examination of the display board found burn damage on both sides of the board as well as on the connectors for valves 2 (drain valve) and 3. The drain valve was not received by the manufacturer for analysis. Therefore, no further investigation could be performed without the drain valve. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the received display board confirmed the presence of burn damage. Therefore, the complaint has been deemed confirmed.